Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert (alert 07) was recorded in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer successfully charged the pump using the original charging supplies, and no further assistance was required. A software update was completed, and the customer resumed insulin use. Technical support offered battery maintenance tips, and the customer was advised to call back if the issue recurred. The customer understood and agreed with the advice.